Event description:
Complainant alleged that the clinicians were attempting to cardiovert a patient (age and gender unknown), but the device displayed a "paddle fault" error message. The clinicians then obtained another device and successfully cardioverted the patient. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.